Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 10. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and fistula. No further patient complications were reported.